Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, while the device was being applied in ligament to position mesh, three (3) tackers were positioned in tissue and component fell into the patient but was impossible to remove the tissue device, force was used in order to take out the devices. The tackers did not stay in tissue, tackers are in a half way in load, tried to change load and block button recharge. Another similar device was used but had the same issue. The doctor requested a secure strap in order to resolve the issue. No patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of four photographs of one device. Photographic inspection confirms the lot number and expiration date reported. One photograph showed the handle of the device, but no damage was observed in the returned photograph. One photograph noted a tack was protruding from the tip of the device loading unit (dlu). Functional testing was unable to be performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.